Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The lemo connector was evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was giving communication errors; when the errors were given no x-ray was allowed. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.